Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside of use. It was reported that the device was not starting up. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the led's were lit on the control cards in the m cabinet and the fan tray had no voltage was coming from the output power which resulted in fan tray to not supply power. The defective power supply was returned to failure analysis and confirmed the electronic defect when measured 4 out of the 5 dc output channels measured at 0v. Fse replaced the fan tray power supply. After the replacement of fan tray power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not starting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.